Event description:
The reporter stated that they experienced an issue with a bent sensor. Upon inserting the sensor, they later received an alert indicating it was time to remove it. When the sensor was removed, they discovered it was bent. The reporter noted that this issue occurred with two sensors. Pt code: 4582. Device code: 2981. Ref report: mw5182029.